Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The following photo evaluation was provided by a company physician: 8 low quality photos of an undilated pupil showing apparent dense light scattering, haze on the remnants of anterior capsule and lens opacity. May be compatible with glistenings, anterior capsule opacification and lens haze. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An optician's staff reported that a consumer experienced glistenings and that the intraocular lens (iol) turned brown several years after surgery. Additional information has been requested and received. There are two medical device reports associated with this patient . This report is for the right eye.